Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of bands misfired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2014-03634 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2014-03635 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the bands would either deploy in advance or will deploy late whenever the physician would rotate the handle. The procedure was completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported issue of bands prematurely deployed. The device was not returned; therefore, a technical analysis could not be performed. Given the event description, there isn't enough information to determine a probable root cause.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2014-03634 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2014-03635 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the bands would either deploy in advance or will deploy late whenever the physician would rotate the handle. The procedure was completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(4) 2014. The complainant clarified that the bands prematurely deployed. Reportedly, the bands did not deploy on the click.